Manufacturer narrative:
The explanted hydrus microstent is not available for evaluation (presumably discarded). Patient information and device identifiers were requested, but not provided. A supplemental report will be submitted if new information is received. Microstent malposition, cyclodialysis cleft, and microstent explantation are listed in the device labeling as potential adverse events. Manufacturer reference #: (B)(4).

Event description:
A surgeon reported a case of hydrus microstent malposition requiring explantation during a conference presentation posted on (B)(6) 2022. On implantation (unknown date), the device position was thought to be correct but post-operatively the surgeon observed the implant was located in the ciliary body. Several months post-implantation, the device was explanted and a cyclodialysis cleft occurred during removal secondary to fibrotic adhesion on the device. The cyclodialysis cleft was repaired during the explantation surgery. The surgeon clarified that the cleft occurred during removal of the device and malposition was the reason for explantation.